Event description:
Customer reports experiencing false negative results when testing patient sample. Customer reports that sample tested using orthogonal method returned a positive result and was negative when testing with lumiradx sars cov2 rna star complete. However, upon re-testing with the lumiradx assay, the patient sample retuned a positive result. Customer is experiencing issue with kit lot# m2200215.

Manufacturer narrative:
Customer reports experiencing false negative results when testing a patient sample. Customer notes that sample returned a positive result when tested using an orthogonal test method device that has a fundamentally different assay chemistry principle and lower limit of detection to the lumiradx sars-cov-2 rna star complete device. When first testing using the lumiradx sars-cov-2 rna star on the same sample, a negative result was returned. Repeat testing was performed by customer as a later time point in the same day, returning a positive result. As initial false result was compared to positive result obtained via more sensitive method, it is understood that the negative result obtained was due to the sample falling below the limit of detection of the lumiradx sars-cov-2 rna star complete. Repeat testing performed with a sample taken at a later time point indicates that patient infection had progressed between the time points and the second sample was above the limit of detection. Therefore, the kit appears to be functioning correctly and the negative result obtained via testing was a true result. During investigation, field applications teams were able to determine that the sample used for repeat testing at a later time point contained a high titre of detectable virus. The early high amplification response produced by this sample crosses a pre-set threshold value (detailed in the instructions for use) triggering an undetermined result to be returned when analyzed. In this case, the result is reviewed and it is clear to the user that the sample is positive based on the amplification response. It was noted that the customer had altered a critical base-line parameter value, suggesting off-label use. Field team will continue to work with the customer to understand why this was the case. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.